Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to erosion. It was explained that the patient's symptoms started awhile ago, but the exact time is unknown. The erosion was in the urethra with the cuff. The physician does not believe the device contributed to the erosion. The patient is now recovering.